Manufacturer narrative:
Technician found that the casters were not holding. Replaced all four casters on stretcher to resolve this issue. Bed located in bed shop.

Event description:
Casters were not holding. No alleged injuries by account.